Event description:
It was reported that numerous cases involving this brady lead short in size have experienced dislodgement after splitting the catheter. The physician reportedly was applying torque to the lead, and both the representative and questioning whether excessive torque may be causing the prolapse. Technical services (ts) had limited additional input. No other information provided. At this time, this brady lead remains in service. No adverse patient effects were reported.